Event description:
Customer reported that he had unexplained low blood glucose. Called the paramedics and he was hospitalized due to low blood glucose. The blood glucose reading was 35 mg/dl at the time the paramedics arrived. Customer stated that he woke up and could not get up and was incoherent prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.